Event description:
During a transfemoral tavr procedure, the 23mm sapien xt valve was deployed 80:20 [aortic/ventricular] with resulting severe paravalvular leak [pvl]. While attempting to deploy a second 23mm valve, the first valve embolized into the left ventricle, requiring surgical retrieval. During the case, bav performed without difficulty. The 23mm sapien xt valve with + 1cc of volume added was introduced and deployed in the native aortic valve. Once the valve was deployed it was assessed with tee and severe pvl was noted. An additional 2cc's was added for post-dilation. Tee was assessed again and the pvl was unchanged. A second 23mm sapien xt valve was prepped for deployment. As the nosecone of the delivery system crossed the first valve, it dislodged into the ventricle. At this point the patient¿s was placed on bypass and their chest was opened. The valve was removed and a 26mm sapien xt valve was implanted instead due to the annular area dimension of 390mm2 per the intraoperative tee. It was felt that with this dimension and because of the pvl noted after deploying a 23mm valve, that the patient would be better suited for a 26mm sapien xt valve with at light prep (-1cc). The 26mm valve was introduced and delivered into the native aortic valve in a 90:10 [aortic/ventricular] position. Post deployment echo moderate to severe pvl around the 26mm valve so it was post dilated with +2cc's. After post dilatation, only trace pvl was noted. The sheath was removed and chest closed. The patient was transferred to the ICU in stable condition.

Manufacturer narrative:
Per the instructions for use, device malposition and paravalvular leak requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the exact cause for the aortic valve movement during deployment was not provided. It is possible that patient and procedural factors [minimal annular calcification and inaccurate measurement of the native valve annulus / valve under sizing] may have contributed to the valve malposition and severe paravalvular leak. The valve embolization into the left ventricle was attributed to the nose cone of the second delivery system coming in contact with the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.